Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the defective power conversion module, charger module, and stand-alone power control board. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion module, charger module, and stand-alone power control board were returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that the x-rays were not enabled (the middle scroll bar on the pendant was disabled). It was indicated restarting the system did not resolve the issue. It was noted the image acquisition system (ias) was not powering on. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: device evaluation. The pcba generator and charger enclosure were returned to the manufacturer for analysis. Analysis found that there was no issue with the pcba generator and also with the charger enclosure.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that a transistor on the unit was shorted.